Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. ¿ delamination: no observed delamination on the device. Additional observations: ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed deflation. Healthcare professional later reported "valve delaminated from shell". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6. Reason for reoperation: delamination.

Event description:
Healthcare professional later reported "valve delaminated from shell". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.